Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring intervention; myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated 2nd diagonal with a xience v stent and the mid lad with a xience v stent. In 2009, the patient experienced angina. The patient was hospitalized two days later. Cardiac enzymes were elevated and the patient was diagnosed with a non q-wave mi. There was 50% restenosis within the mid lad. It is unclear if this stenosis is within the xience v stent or another company's stent implanted the previous month. This was treated via implantation of another company's drug eluting stent (des). The event resolved two months later. There is no additional information available.